Manufacturer narrative:
E1 phone number: (B)(6). B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an occlusion alarm occurred during device priming. The event occurred before patient.

Manufacturer narrative:
One opened/unused device was received for evaluation. As received, there were no damages or anomalies observed. Functional testing was performed, and during priming, intermittent downstream occlusion alarms were observed, and the alarms self-cleared within one second. This is indicative of a partial occlusion within the tubing. The occlusion area was observed to be within the filter body. No solvent membranes were observed. The cause was not able to be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.